Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. During investigation the needle mechanism was was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed on the needle or drive mechanisms. As the device was returned deployed it could not be determined if the observed drive stall prevented deployment of the device. The cause of the reported event could not be determined. Inspection of the hook post spring found splayed plastic on the non-crush and crushed side of the hook post spring. Observed defects were caused by an incorrect installation of the hook post spring. It could not conclusively be determined if the observed defects caused the drive stall observed during the original run and rerun.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.